Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. (B)(4).

Event description:
It was reported that the patient experienced syncope, dizziness, nausea, shortness of breath, severe bradycardia, and complete heart block when the device stopped working due to sudden battery depletion. Battery status had been acceptable at follow-up two months earlier. The device did not meet expected longevity. The patient was rushed to the hospital and was kept on a temporary pacemaker until the device could be explanted and replaced. On explant the device was noted to be damaged on the surface. No further patient complications have been reported as a result of this event.